Event description:
It was reported by the customer, evis lucera elite bronchovideoscope had air/water leakage. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the insertion section coating was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeling coating of the insertion section due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was air/water leakage from the insertion tube/bending section due to a pierced/cut or scratch of the bending section. Also found was the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.